Event description:
When deflating the balloon, it was noticed that only 4cc of saline came out instead of 8cc that was instilled. After the balloon was taken out of the patient, the balloon was re-inflated, and air was found coming out of the arterial hole. The surgeon felt that there was a "connection between the balloon and the inner lumen catheter."